Event description:
It was reported that the customer had a reservoir leak while doing a manual prime on the insulin pump. The customer's blood glucose level was 200 mg/dl. The troubleshooting was performed. The customer was successfully completed a set change and advised to sent reservoir back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.